Event description:
Per the clinic, the patient experienced magnet dislodgement during an MRI (1.5 tesla) on (B)(6) 2012. Surgery to replace the magnet has been completed on (B)(6) 2012.

Manufacturer narrative:
(B)(4) implanted device remains.